Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) k090140. Similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the process of advance the sheath, the physician found the end tip of sheath was broken. The sheath did not reached to the target site. Then the physician withdraw the sheath. The filter has not been released. The procedure was stopped. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The complete device was returned. Investigation found the filter still loaded to the femoral introducer penetrating the sheath approx. 28cm from the proximal fitting and the sheath was cut approx. 10mm distal to the penetration. The penetrated pre-expanded secondary filter legs were slightly deformed. It is reported that the sheath tip was damaged during advancement and that the sheath tip did not reach he target site. This is not supported by the penetrating filter, as the filter is supposed to be advanced, after correct sheath position is established. Based on the limited information provided the exact reason for the penetration cannot be determined and under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. It is noted that the patient did not require any additional procedures due to this occurrence. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.